Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as alleging the insulin pump was under delivering and insulin pump was not working properly. Customer¿s blood glucose level was 500 mg/dl at the time of call. Customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 201 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed displacement test and the test results passed. Customer was wishes to perform the high pressure test and the test result was no tubing clamp. Troubleshooting was performed for high blood glucose level and under delivery. The insulin pump will not be returned for analysis.